Manufacturer narrative:
(B)(6). Investigation summary. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends investigation conclusion DHR review: the batch complained was manufacturing in 01/march/2018 until 06/ march /18. The inspections carried out on the assembly and marking machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by visual inspection each 1 hour in 36 pieces. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Root cause description. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect.

Event description:
It was reported that during use a bd solomed¿ syringe was found with foreign matter as ¿when pulling the medication, she noticed the presence of foreign matter inside the syringe, an aspect of whitish / yellowish spores." There was no report of exposure, injury or medical intervention needed.